Manufacturer narrative:
The sample was not returned for eval. The review of the device history records did not show any mfg deficiencies that would have contributed to the reported issue. The labeling and instructions for use states in the warnings: ¿an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematoma, may result.¿ (B)(4).

Event description:
It was reported that following a reconstructive breast surgery, the left breast drain was not draining. The drain was flushed with water, which did not drain. In addition, the drain was then cut open, which revealed the proximal end of the drain was not draining. The drain was removed at bedside. Per add¿l info received on (B)(6) 2012,the event happened while the pt was in the operating room, the drain was removed and replaced during the initial reconstructive breast surgery, there was no harm to the pt and the pt is doing fine. Per add¿l info received on (B)(6) 2012, following the removal of the drain, the pt has experienced a hematoma requiring a two unit blood transfusion.